Event description:
A caller reported encountering an occlusion alarm, but the alarm number could not be verified in the pump history. The highest recorded blood glucose level was 325 mg/dl, indicating there was no adverse impact as it did not exceed critical values. The customer resolved the issue by removing the infusion set and delivering insulin manually. They planned to change the cartridge and infusion set after their blood glucose levels returned to normal. No additional assistance was deemed necessary, and the case was closed.